Event description:
A customer reported obtaining unexpected negative results with capture-r ready-screen (3) lot number r350 on the galileo echo.

Manufacturer narrative:
A review of the image result files indicated weak positive reactions that were interpreted by galileo echo as negative result.